Event description:
A caller reported a minimum fill notification with no adverse impact on their blood glucose level. They attempted to load a new cartridge, initially using two fill attempts and cleaning the pneumatic tap area of the pump. However, reloading the same cartridge did not resolve the issue. Eventually, after loading a new cartridge following guidance from technical support, the issue was resolved, and the pump was successfully returned to its case and resumed insulin delivery.